Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was in the range 600 mg/dl at time of incident and current blood glucose level was 600 mg/dl. The customer¿s blood glucose level was 250 mg/dl. The customer was treated with bolus. The customer does not allege pump was under delivering. The customer was advised to review bolus history to confirm it displays all bolus entries based off their recollection. The insulin pump will not be returned for analysis.